Event description:
During an in-clinic follow-up, the device's longevity decreased more rapidly than expected. Premature battery depletion was suspected. No intervention has been performed. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient is stable.